Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the nurse collected arterial blood from a patient. After collection, during the air release, the cap was found to be broken and blood was leaking, so a new blood collection kit was immediately replaced, causing no adverse effect on the patient.

Manufacturer narrative:
No product sample has been provided, and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified. Therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly. The lot history review could not be completed because no verifiable lot number was identified or available in the system records.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.